Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the iliac artery with moderate calcification and moderate tortuosity. The 9.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced without resistance and inflated twice at 14 atmospheres (atms) each time but ruptured. A non-abbott balloon was used to continue and complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.